Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid native valve with little to no calcium, the valve dislodged into a deep position. The valve dislodged as a result of the bicuspid anatomy and lack of calcium. The patient was low risk so the implant team decided to transition to a surgical valve. The transcatheter bioprosthetic valve was explanted and a surgical valve was implanted successfully. No additional adverse patient effects were reported.